Manufacturer narrative:
Product event summary: the hvad pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned devices did not reveal evidence of a device malfunction that may have prevented the device from performing as intended. Review of the controller log files revealed three (3) low flow alarms logged on (B)(6) 2019 beginning at 08:39:50. No vad stopped alarms were logged within the analyzed period. As a result, the reported failure of the pump to start during implant event could not be confirmed. Review of the controller log files revealed one (1) vad disconnect alarm logged on (B)(6) 2019 at 11:56:58, indicating the physical disconnection of the driveline from the controller. One (1) vad stopped alarm was logged on (B)(6) 2019 at 11:57:36, indicating a failure of the pump to restart; the power consumption logged at the time of the vad stopped alarm was above the normal operating range. Visual evidence provided by the site confirmed the vad stopped alarm and high power consumption logged within the time frame of the vad stopped alarm that were observed during log file analysis. As a result, the reported failure of the pump to start and high power events were confirmed. The reported ¿vibration¿ event could not be confirmed due to insufficient evidence. The failure of the pump to restart likely occurred during the reported troubleshooting performed by the site post explant. Based on historical review of similar events, the observed vad stopped alarm, high power, and reported vibration can be attributed to hydrodynamic imbalance of the impeller caused by air trapped inside of the housing during the post explant troubleshooting at the user facility, due to insufficient de-airing of the pump. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, during implant, that the ventricular assist device (vad) exhibited excessive vibration, high power, and would not start. The vad was exchanged. No patient complications have been reported as a result of this event.